Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 CFR 803.56.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
The customer contacted Stryker to report that their device does not power on.There was no report of patient use associated with the reported event.